Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left leg tibial artery. A 4.5 x 15 mm nc trek balloon catheter was advanced to the lesion with resistance due to the anatomy and then it was noted that the balloon had completely separated at the lesion. The balloon was able to be stented against the diseased vessel. There was no additional adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty advancing the device, separation, additional treatment, and foreign body in patient appear to be related to circumstances of the procedure. It was reported that the procedure was to treat the left leg tibial artery. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion b) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it is unknown if the IFU deviation caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. (B)(4).